Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the request clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors identified which would have contributed to the reported pain, pseudarthrosis, and subsequent arthroscopy and synovectomy. Per complaint details, the surgeon does not think the products failed. The patient impact includes the arthroscopy and synovectomy. No further clinical assessment can be rendered at this time. A review of the instructions for use documents for knee systems revealed in the warnings and precautions that periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2013, the patient experienced pain and pseudarthrosis. Additional surgery was performed on (B)(6) 2023 (synovectomy was performed with arthroscopy). All products were not explanted. The surgeon doesn't think products fail. The patient's current health status is recovered.